Event description:
It was reported to philips that the device was sent to the bench for repair. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device was sent to the bench for repair. Additional information shows that this was just a request for preventive maintenance and there was no issue with the device. The bench tech evaluated the device and performed preventive maintenance on the device. The device passed all tests. The device came in for preventive maintenance only and there was no issue with the device. The device passed all testing and remains at the customer site.